Event description:
It was reported the patient had a staph infection at the ipg site. In turn, surgical intervention took place wherein the system was explanted. Infection has resolved and patient was reimplanted.

Manufacturer narrative:
Date of event is estimated. A staph infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.